Manufacturer narrative:
A review of the device history record (DHR) was conducted which confirmed that the device met all quality criteria and manufacturing specifications prior to release. The event is consistent with a hypersensitivity type reaction. Hypersensitivity or allergic adverse reactions are known risks of hemodialysis. The nxstage user guide and instructions for use include allergic reaction as a potential risk associated with dialysis therapy and also include warnings to monitor for potential allergic reactions. Biocompatibility of the device has been established. UDI: (B)(4).

Event description:
A report was received on 26 nov 2025 from the nurse of a 57 year old male patient with a medical history including end stage renal disease, who stated the patient experienced nausea, shortness of breath, itching and redness in face, chest and hands during an in center hemodialysis treatment on (B)(6) 2025 and the patient was administered diphenhydramine (benadryl) 50 mg, intravenously. Additional information was received on the 28 nov 2025 from the home therapy nurse (htn) who stated the patient did not experience any additional symptoms related to the event. Per the htn, the patient will discontinue therapy with the nxstage device.